Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the arm passed calibration but would not allow instrument calibration to pass through the trocar. A new sterile interface module (sim), instrument, undocked and redocked but the it still did not work. The backup arm was used to continue the procedure. The procedure was delayed by 30 minutes and converted to laparoscopic. There was no patient injury.

Manufacturer narrative:
D4: unique identifier (UDI) #, h3, h4 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes for the reported arm cart assembly (aca). Review of the field service notes shows a non-recoverable error was reported on the arm due to a position sensor failure error code ¿ra j5 position failure¿. Sensor positions were adjusted on the z-slide to eliminate the error. Multiple successful calibrations were performed after the adjustment, and the system is now fully functional and ready for clinical use. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a z-slide joint 5 redundancy check failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the arm passed calibration but would not allow instrument calibration to pass through the trocar. A new sterile interface module (sim), instrument, undocked and redocked but the it still did not work. The backup arm was used to continue the procedure. The procedure was delayed by 30 minutes and converted to laparoscopic. There was no patient injury.